Event description:
It was reported that the 9900 system locked up with file corrupt and communication errors and the screen was blank prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connection was repaired and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.